Event description:
Customer's father reported hospitalization due to diabetes ketoacidosis. Caller stated that customer was transported by paramedics to hospital. The blood glucose reading was in the 400 range. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.